Manufacturer narrative:
The customer contacted the siemens customer care center and informed that quality control (qc) results were within the acceptable ranges. The instrument log files were provided and investigated by siemens. The files were reviewed, and there were no mechanical issues that would cause the discordant result. There were no issues with the level sensing for both the reagent and sample probes. A siemens customer service engineer (cse) serviced the instrument, by performing the discordant checklist, and determined the instrument is operating within specifications. The cse determined that operators were re-spinning samples in the original gel tubes and explained that it is not proper protocol. The sample integrity for accession number (B)(4) was questionable, and the customer is considering a new spinning procedure. A follow-up was performed, and the customer informs that a new kit lot of hcg is in use and there are no recurrences. The cause of discordant human chorionic gonadotropin (hcg) results in one patient sample is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
The customer ran a patient sample in duplicate and obtained discordant elevated human chorionic gonadotropin (hcg) results on the immulite 2000 xpi instrument. The discordant results were not reported to the physician(s). The customer used the same patient sample and performed repeat testing on an alternate immulite 2000 xpi instrument. The customer ran in duplicate and obtained the expected (B)(6) results of less than 1.0 miu/ml. The customer stated that repeat results were consistent and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant hcg results.